Manufacturer narrative:
This report is submitted on november 02, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on november 22, 2022.